Event description:
The pt, a 11 y/o iddm, was ill with a cold the week prior to 3/11/97. On 3/11, he vomitted in the morning, went to see his physician and was prescribed antibiotics. A 1/p pre-lunch blood glucose result on his meter was 211 mg/dl. He consumed two sandwiches and went to sleep. Several hrs later (prior to 5/p) the rptr checked on the pt. He was found "ghost white" with eyes rolling back. The pt's blood glucose was tested with a result of 111 mg/dl. He was transported to the hosp where upon arrival at 5/p, his blood glucose was "over 600" (method unk). He was treated with insulin IV, transported to another hosp and admitted into ICU for hyperglycemia. The meter is cleaned every "two weeks or so" with a dry tissue. The owner's booklet recommends cleaning once a week using water to clean the meter optics. No quality control tests are performed. Calibration status is unknown at this time.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, testing while in a dehydrated condition, or some unk anomaly. At this point co's investigation of this matter is closed.